Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. (B)(4). It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval thrombosis. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Caval thrombosis was reported. Blood clots, clotting and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. A device malfunction has not been reported at this time. Without images available for review the reported event could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
Per the implant records, the patient was reported to have a history of left leg deep vein thrombosis (dvt) and underwent placement of the inferior vena cava (ivc) filter. The right neck was prepped and draped in a maximal sterile fashion. Using ultrasound guidance, and after local anesthetic was provided, a micropuncture set was used to access the right internal jugular vein. The needle tip position was documented by ultrasound and subsequently, a sheath was placed at the internal jugular vein. Over a guidewire, the introducer injectable dilator and sheath for an optease inferior vena cava (ivc) filter was advanced into the inferior vena cava. An venacavogram was then completed demonstrating no significant caval thrombus and a caval diameter of less than 3cm. The optease ivc filter was delivered via the sheath and its position was adequate by post procedure venogram. A triple-lumen catheter was left at the puncture site post filter placement. The patient was then placed in the supine position for an attempt at initiating left lower extremity thrombolysis via the popliteal vein. Despite ultrasound guidance and multiple puncture attempts, left popliteal vein cannulation for thrombolysis was unsuccessful. Thrombolysis was therefore terminated. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting, occlusion of the inferior vena cava (ivc) and deep vein thrombosis (dvt) becoming aware of these events approximately nine years and two months after the filter implantation. The patient further asserts to have suffered from severe headaches and anxiety post implant, and from artery blood clots, filter full of clots and blood flowing through smaller veins to compensate for blocked main artery. The patient takes oral medication for the blockage, and reports getting tired faster and having breathing problems when trying to walk or with any type of exercise.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval thrombosis. The patient reported becoming aware of blood clots, clotting, occlusion of the inferior vena cava (ivc) and deep vein thrombosis (dvt), approximately nine years and two months post implant. The patient also reported experiencing severe headaches, anxiety, arterial blood clots, filter full of clots and blood flowing through smaller veins to compensate for blocked main artery. The patient takes oral medication for the blockage, and reports getting tired faster and having breathing problems when trying to walk or with any type of exercise. According to the medical record the indication for the filter implant was left leg deep vein thrombosis. Access for the filter placement was made via the right internal jugular vein. A venacavogram was performed and demonstrated no significant caval thrombus and a caval diameter of less than 3cm. The filter was delivered via the sheath and its position was adequate by post procedure venogram. A triple-lumen catheter then placed at the access site post filter placement. The patient was then placed in the supine position for an attempt at left lower extremity thrombolysis via the popliteal vein. Despite ultrasound guidance and multiple puncture attempts, left popliteal vein cannulation for thrombolysis was unsuccessful and the procedure was terminated. The patient¿s medical history has not been provided. The product remains implanted and not available for analysis, and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. A device malfunction has not been reported at this time. Without images available for review the reported event could not be confirmed or further clarified. Shortness of breath, headaches and anxiety do not represent a device malfunction and may be related to underlying patient specific issues or other undisclosed comorbidities, as such a relationship to the device cannot be established. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.